Manufacturer narrative:
Evaluation summary: the customer's reported condition was confirmed.

Event description:
The facility reported a pump with failure code 403:317:84:0000. This failure code occurred during bio-med testing. There was no patient injury or medical intervention necessary according to the hospital representative. No additional contact information is available.